Event description:
It was reported that the device would not detect the therapy cable assembly when connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly in the failure analysis center; however the reported failure could not be duplicated. The cause of the reported failure could not be determined.